Event description:
It was reported that the patient presented to the hospital for a pacemaker implant procedure. During the procedure, it was noted that the left bundle branch pacing (lbbp) lead exhibited increased pacing impedance. Additionally, there was cardiac tissue jammed in the helix mechanism of the lbbp lead causing undesirable implant numbers. The lbbp lead was not used and replaced on 11 feb 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed while the helix mechanism issue was confirmed. A complete lead was returned in one piece for analysis. Final analysis found the helix to be partially extended and clogged with blood with no lead anomalies noted. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. No indication of conductor fractures or internal shorts were noted. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.